Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
It was reported while using a regular retainer, the patient was biting down while the front teeth touch the bottom teeth caused serious pain when eating. It was also mentioned the back teeth barely touch and felt teeth were not in the correct position. The patient shared a crown procedure was done with a temporary, along with an extraction and was awaiting the permanent crown and another crown. The doctor advised them to consult an orthodontist about the bite issues, which, the patient also mentioned their retainer was cracked, though was unsure if it affected the teeth movement.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.